Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed in the us as poligrip.

Event description:
Lung cancer [lung cancer]. Discolouration in denture [denture discoloration]. Case description: this case was reported by a consumer via call center representative and described the occurrence of lung cancer in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced lung cancer (serious criteria gsk medically significant), denture discoloration and wrong technique in device usage process. On an unknown date, the outcome of the lung cancer, denture discoloration and wrong technique in device usage process were unknown. It was unknown if the reporter considered the lung cancer and denture discoloration to be related to polident denture adhesive cream. Additional details: the patient acquaintance seemed to have been using polident denture adhesive cream without cleaning his denture everyday and his denture turned black . The reporter queried if pil of the product specified that dentures should be cleaned after use of the product. The reason why the reporter called csc is to complain that was no such thing about cleaning the dentures in the pil and the patient acquaintance had been diagnosed with lung cancer. The reporter thought that his acquaintance had not used the product properly and the pil did not state the instruction on cleaning the denture and this might have caused the cancer.